Event description:
The customer reported a clear fluid leak of approximately 3ml from the probe of a coulter act diff analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer considered the instrument inoperable, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/02/2015 and found blood deposits in the probe wipe. The fse cleaned the probe wipe and performed system verification. The repairs were verified per established service procedures. (B)(4).